Event description:
During a redo radio frequency ablation, a farawave catheter was used. During the procedure, it was noted that the patient had atrial tachycardia (at) that was not amenable to ablation, and the patient was admitted for amiodarone loading. The patient reverted to atrial fibrillation on the evening of (B)(6) 2025 following the ablation. The patient was admitted for amiodarone loading, underwent an additional direct current cardioversion (dccv) on (B)(6) 2025, and successfully converted back to normal sinus rhythm. The patient later returned to atrial fibrillation but remained asymptomatic. The patient was discharged and continued oral amiodarone at home and is scheduled for another cardioversion after the three month follow up period.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.